Manufacturer narrative:
Device engineering logs and therapy data for the event date of (B)(6) 2026 were reviewed. The user reported a hypoglycemic event with a blood glucose value of 39 mg/dl associated with symptoms of fuzzy vision and disorientation, requiring ambulance transport and hospitalization where treatment with intravenous dextrose was administered. Review of the engineering logs identified no malfunction alerts, no factory reset events, and no motor errors indicating inaccurate insulin delivery relative to delivery requests. A dexcom g7 sensor was in use during the event. Analysis of therapy history, cgm trends, alerts, and insulin delivery demonstrated that the ilet system responded to cgm glucose values as intended, including appropriate alert generation and insulin modulation in response to glucose trends. Alerts generated during the event period were generally acknowledged by the user. Insulin delivery requests continued at regular intervals except when cgm glucose values were below 80 mg/dl or when the cartridge was empty. The logs further showed the ilet device powered off on (B)(6) 2026 at 8:28 pm est after the battery was depleted and remained powered off until (B)(6) 2026 at 3:10 pm est. Based on the available evidence, no device malfunction or performance deficiency related to insulin delivery was identified, and the device functioned according to design specifications and intended use. The root cause of the reported hypoglycemic event could not be attributed to a device malfunction. No product was returned for evaluation. The complaint will be documented and trended in accordance with established risk management procedures.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 29-mar-2026 the patient reported that on (B)(6) 2026, the user experienced hypoglycemia with blood glucose (bg) levels of 39 mg/dl following ilet use. The user was transported to the hospital by a caregiver where the user was diagnosed in hypoglycemia and treated with intravenous dextrose and discharged (B)(6) 2026. No long-term health effects were reported.